Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient receiving a message to make sure the heater bag is on the heater tray. Additionally, the patient stated the treatment had taken a long time and the patient subsequently cancelled the treatment. A review of the patient¿s treatment records identified that the patient drained 5542 ml during drain 4 of the treatment. This drain volume is 220% the patient's fill volume of 2517 ml for the cycle. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy for treatment. Additional information was requested, however to date not provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler found the heater tray/scale was touching the top cover (pump side). A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and drain times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An initial check of the scale, showed that the load cell verification was out-of-specification. The load cell verification failed at the 2000 g and 4000 g weight tests. The ¿go/ no go gauge¿ check failed. The ¿go gauge¿ failed on the left, front corner of the heater tray. After adjusting the position of the load cell bracket by loosening the bracket baseplate screws and pushing the load cell bracket backwards, the heater tray was no longer touching the cycler cabinet top cover. A recheck of the load cell verification found the load cell verification was only slightly out of specification. After adjusting the position of the load cell bracket and recalibrating the load cell, the load cell verification passed. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.